Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(6) 2011. The fse performed multiple level sense tests, and all passed specifications. The fse did not find any mechanical issues or leaks.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on image immunochemistry system. The customer observed level sense errors and found fluid on dilution segments and dilution bottle after performing troubleshooting. The customer was unable to determine the source of the leak. No injury was reported and there was no effect to patient or user.